Event description:
The manufacturer received information alleging a ventilator failed a test step during testing. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's machine flow sensor was replaced to address the issue. There was evidence of contamination. In addition of the above evaluation, the device's the cooling fans, fan retainers, muffler assembly, tubing system pca, tubing blower chassis, tubing-fi02, and tubing-low flow 02 due to dust and dirt contamination were replaced due to contamination and the software was uploaded, which was not related to the malfunction/issue.